Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of talus and poly components. The talus is either slight out size wise or by rotation.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
Correction: please refer to g1 reporting contact. The reported event could be confirmed based on available information and hcp assessment the device inspection was not possible as the product was not returned for investigation. The review of device history as not possible because of lot number was not communicated. No corrective actions are required currently. A review of labelling did not indicate any abnormalities. Failure of tar over time is a known complication. In the case of a planned revision procedure a medical opinion aiming to determine the root cause of failure is a part of the internal investigation procedure. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of treating physician is missing. The root cause of radiological findings such as radiolucent area and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations we are unable in such cases to provide statements about patient, the procedure and, or the device in relation to cause of the failure. More detailed information about the complaint event as well as affected device must be available to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of talus and poly components. The talus is either slight out size wise or by rotation.